Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the impacted product was inadvertently reported as unknown mentor. Hence, information in section d has been updated from "unknown_mentor' to 'unknown gel implants '. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown, and possible breast implant rupture on right. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with unknown implants and was presented with bilateral capsular contracture; baker grade unknown, and possible breast implant rupture on right. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.